Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer experienced low blood glucose (bg) levels between 18-80 mg/dl. Cause of bg was unknown. Customer consumed glucose tablets to resolve issue and was recommended to consult healthcare provider.